Event description:
It was reported the device did not generate an alarm for a cardiac arrest event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported the device did not generate an alarm for a cardiac arrest event.